Event description:
It was reported during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) unit was found to be leaking helium and the external ECG cable connecting port is physically damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunctions. The fse found the ECG cable connecting port to be physically damaged and needed replacement. The fse replaced the washer on the cylinder and the ECG cable. The iabp was cleared for clinical use and returned to the customer.